Manufacturer narrative:
G.7 PMA / 510(k)#k961610, k982231. B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd multi-check¿ that there was a label issue. The following information was provided by the initial reporter: may batch bm0523n assay values sheet is missing values for all markers except tbnk. Cannot be used to validate laboratory antibody performance, hence unable to validate results for patient reporting.

Event description:
It was reported that while using the bd multi-check¿ that there was a label issue. The following information was provided by the initial reporter: may batch bm0523n assay values sheet is missing values for all markers except tbnk. Cannot be used to validate laboratory antibody performance, hence unable to validate results for patient reporting.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2916837-2023-00103 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.